Event description:
(B)(6). Date of event: best estimate is (B)(6) 2011. According to the information received the user stated that 2 boxes of 414 caths were ordered and 814 caths were in the boxes instead

Manufacturer narrative:
Coloplast had received a similar complaint regarding the same lot number for the same error in which the complaint was verified, however, for this specific complaint the product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.